Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. No material was found missing. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the main tube is broken and as a result the distal end is dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument was found to have the part at the instrument tip connection broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the part connecting the tip and the shaft was broken as soon as they started using it. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No known impact or patient consequence was reported. There was no missing piece observed and no arcing or spark identified. There was no report of fragment(s) falling inside the patient.